Event description:
The customer received questionable results on partner channel gentamicin (gentq) for two patient samples. All results are in ug/ml. Patient 1 had an estimated initial result of about 6.2, which was reported outside of the laboratory. The nursing staff questioned the result. The repeat result was about 1.2 and was considered to be the correct result. There was no adverse event. Patient 2, male, (B)(6), had an initial gentq result of 4.59 on (B)(6) 2013, which was reported outside of the laboratory. The laboratory tech noticed that the sample had been ordered as a trough level and initiated a repeat. The nursing staff called at about the same time to question the result. The repeat result was generated on the same analyzer and was 1.12. The customer believed the repeat result to be correct and a corrected report was issued. There was no adverse event. The lot of qms gentamicin reagent was 59701808, with an expiration date of 10/31/2013. The field service representative found that the sample probe internal wash was not at the required volume, which was caused by the gear pump pressure. He replaced the gear pump head. He did performance testing, which was within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.